Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the affiliate that the 512sd release of red safety button was hard. The button would not forward and return immediately. Another instrument was used to complete the case. There was no consequence to the pt.